Manufacturer narrative:
The subject device was not returned to olympus. Customer provided the positive results as follows: (B)(6) 2022-culture test #1 report -- 1st positive growth: enterobacter cloacae 1-10 cfu/0.1ml (B)(6) 2022- culture test # 2 report -2nd positive growth: 1-10cfu/01.ml pseudomonas aeruginosa the culture test #3 results with updated report -dated (B)(6) 2022, noted additional testing performed and with results of no growth aerobically after two days incubation performed. Report noted/stated " cultures being held for extended incubation. A further report will not be issued unless cultures become positive". Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a microbiological testing ( culture test), the device tested positive with the following microorganisms: 1st positive growth: enterobacter cloacae 1-10 cfu/0.1ml. 2nd positive growth: 1-10cfu/01.ml pseudomonas aeruginosa. There are no report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the subject device was not returned and because the reported event was not confirmed, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user re-culture tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.